Event description:
The customer reported that the device was "alarming with a red cross, will not boot up fully, stuck in a loop. Will not get past initial philips screen before rebooting." This issue was discovered while on standby; the device was not in use at the time.

Manufacturer narrative:
(B)(4). The customer reported that the device was "alarming with a red cross, will not boot up fully, stuck in a loop. Will not get past initial philips screen before rebooting." This issue was discovered while on standby; the device was not in use at the time. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.